Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.4, h.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. ""Alerts that are known to contribute to wbc contamination were not generated in these procedures. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In these procedures, signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data files reported that the platelet products could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet products reported for these collections. Based on the available information, it is highly likely these failures may be related to donor specific blood characteristics that may challenge the trima leukoreduction system. It is also possible, though not conclusive, that the following may have contributed to the elevated wbc content in the platelet products reported for these collections: - inaccurate donor pre-counts entered - plasma line air block or occlusion"" the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. ""Alerts that are known to contribute to wbc contamination were not generated in these procedures. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In these procedures, signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data files reported that the platelet products could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet products reported for these collections. Based on the available information, it is highly likely these failures may be related to donor specific blood characteristics that may challenge the trima leukoreduction system. It is also possible, though not conclusive, that the following may have contributed to the elevated wbc content in the platelet products reported for these collections: - inaccurate donor pre-counts entered - plasma line air block or occlusion"" the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed and found no other reports for similar issues on lot: 2410165251 root cause: a root cause assessment was performed for this complaint. Alerts that are known to contribute to wbc contamination were not generated in these procedures. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In these procedures, signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data files reported that the platelet products could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet products reported for these collections. Based on the available information, it is highly likely these failures may be related to donor specific blood characteristics that may challenge the trima leukoreduction system. It is also possible, though not conclusive, that the following may have contributed to the elevated wbc content in the platelet products reported for these collections: *inaccurate donor pre-counts entered *plasma line air block or occlusion.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.